Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. The cause of elevated bg was unknown. Customer changed pump supplies to address bg. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.